Event description:
Device malfunction: failure to deploy/bent needles (device#1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy of a heavily calcified common femoral artery after an unspecified procedure. Reportedly, the suture could not be deployed. The device was removed and the needles were found to be bent. A second device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete. Device #2 - proglide (lot #unk), referenced is being filed under a separate medwatch report.